Event description:
It was reported that the pump had a cassette error during setup. Evaluation of the returned device identified a faulty latch lock flex sensor. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history and functional testing confirmed the reported issue. The cassette error occurred during testing as the unit would not recognize the latched position. The latch lock flex sensor and the lock mechanism were both replaced to address this issue.